Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a pulmonary biopsy procedure. Reportedly, the approximating lever broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.